Manufacturer narrative:
Title: modification of protocol with one extra drop of endovascular cyanoacrylate improved closure rates in incompetent great saphenous veins author: yiu che chan, grace c cheung, albert c ting journal: phlebology year: 2022 vol/issue:0(0) ref: 10.1177/0268355522108235. Age or date of birth: average age. Sex: majority gender. Date of event: date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted detailing a study which aimed to report a modified protocol with a single extra-drop for treatment for gsv>8 mm, and comparative duplex results in closure rates. 123 patients were included in the study. Medtronic¿s venaseal device was implanted. The gsv was marked using intra-operative ultrasound and then punctured under direct ultrasound vision at the above-knee position using a non-medtronic micro-puncture set with a 4fr sheath in situ. A 0.035 guidewire was then passed to the sfj under ultrasound guidance, and then exchanged to the 5fr sheath. The venaseal cyanoacrylate was drawn up according to protocol and air was then expelled from the delivery catheter. The venaseal delivery catheter was passed to 4 cm distal to the sfj with the patient in head-down position. The authors note that they have always been using 4 cm a since the start of the study, but note that the IFU protocol recommends 5 cm. The venaseal was then injected as per protocol, with two injections given 1 cm apart at this location, followed by a 3-min period of local compression. The entire treatment length was then repeated with 3 cm spaced injections and 30-s compression sequences. At the end of the procedures, intra-operative ultrasound was used to confirm the lack of deep vein thrombosis or endovenous glue-induced thrombosis (egit), together with the successful obliteration of gsv. Phlebotomy avulsions of varicosities were performed at the same setting. Patients had velband and crepe bandages of the treated limb and went home on the same day after a period of observation. Alternative daily dressings were performed by district nurses and patients were asked to wear support stockings for at least 3 months. Modification to the protocol was implemented for patients with pre-procedural gsv diameter of more than or equal to 8 cm (=8 mm). Where applicable, an extra-drop (0.09 ml) of venaseal was added at the proximal gsv for gsv with mean diameter =8 mm whilst patients with gsv diameter of <(><<)>8mm would continue to have the normal protocol. The patients followed a strict follow-up protocol of having serial clinical and duplex examinations at week 1, and at months 1, 6, 12, 18, 24, and then at yearly intervals thereafter. The overall closure rates at week1, month(s)-1, 6, 12, 18, 24, 36, 48 were 98.7%, 96.6%, 92.7%, 89.7%, 83 ,1%, 81.9%, 79.0%, 76.3%, respectively. No patients developed occlusive dvt, but in this cohort of 243 legs, there were 21 cases of egits (8.64%). Altogether, nine legs had egit class 1, seven legs had egit class 2, and five legs had egit class 3. Six patients had bilateral egit, three of these had bilateral class 1. However, the occurrence of egit was not statistically significant according to the treatment protocol. These patients were all treated with subcutaneous low molecular weight heparin injection for 2 weeks, and reassessment duplex afterwards showed completion resolution of the egit. Therefore, the authors report the ¿extradrop protocol¿ did not predispose to development of post-procedure egit or deep vein thrombosis. The authors report the ¿extra-drop protocol¿ significantly improved closure rates in gsv =8 mm but note the closure rates of =8 mm gsv treated with ¿extra-drop protocol¿ was still not as good as gsv <(> <<)>8mm treated with the normal protocol. The pattern of recanalization in the great majority from week-1 onwards seemed to be from the sfj downward and not segmental recanalization of the treated gsv. Other patterns of recanalization were rare, including three recanalization¿s detected on the year-1 follow-up duplex scan, and two from the mid-thigh to the lower thigh, and one was at the mid-thigh at the level of a perforator. The authors note recanalization occurs mostly within 6 months to 1 year but would stabilise after 2 years. Four legs required reintervention, and were all treated with saphenofemoral junction ligation, strip of gsv, and avulsions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.